Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, once the right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD), there were no sensing markers observed and the ICD was pacing at the lower rate, despite the lead being visibly connected in the header. The rv lead was disconnected and reconnected with no change. The ICD was removed and a new ICD was implanted with normal function observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.